Event description:
While removing the on-q pain pump, the left side catheter was removed without difficulty. During removal of the right side catheter, this catheter snapped. An x-ray was performed for possible retained foreign body, but the x-ray did not positively show a foreign body. No further treatment was required at the time.